Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient's doctor instructed the patient to use sarna cream for the irritation. After using the cream, the patient's irritation actually got worse. The patient began using cetaphil lotion on the irritation and it improved.